Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer stated their readings would be off by 60 points. The customer also reported receiving a low suspend alarms. It was found the customer was not calibrating three to four times a day. No additional information provided.